Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility had a 3cg stylet break off. Additional information from facility stated, "PICC placed normally when removing stylet. The tip was observed bent inserted touched the tip and it fell off." No portion was left in the patient.